Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken pulse wire solder joint inside the front te. The root cause for the damaged solder connection was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check therapy electrode messages.